Event description:
It was reported that during an unknown procedure some unformed staples were deployed after the first firing with a gold reload. The second firing with a blue reload still had the same issue. Changed to a new device to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that the pse60a device was received in good visual condition and with two cartridge reloads present. Cartridge (b) ecr60b was received fully fired and with cartridge deck damaged. Cartridge (c) ecr60d was received fully fired and with cartridge deck damaged. In order to verify the condition of the internal components of the reloads they were disassembled and no anomalies were noted. In addition the knife was inspected under magnification and nicks were found. The found damage on the deck and knife is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. The batch record was reviewed and no anomalies were noted during the manufacturing process.